Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse attempted to restart the alarm and the IV module turned off and went blank. No audio alarm notification." There was no report of patient harm.